Manufacturer narrative:
A dräger service engineer was dispatched to check the device. The unit could not be turned on and thus, neither a log file download nor a detailed status check was possible. The device was in operation for almost 15 years now and has lasted longer already than the product's useful life; status of repairs and preventive maintenance is unknown since the unit is not under a service contract with dräger. The customer has not yet decided whether to have the unit repaired or not; if yes the repair will be processed by a third-party service provider. This situation does not allow a reliable conclusion in regard to the root cause of the event since no in-depth investigation can be made by dräger. In fact, it cannot be excluded that the reported ventilator failure indeed was a complete shutdown of the device because the supply with electrical energy had ceased off for whatever reason. The following can be concluded in general: a shutdown of automatic ventilation is not necessarily related to a component malfunction - the device will also force an autonomous shutdown of ventilation to protect the patient from e.g. Overpressure conditions. If automatic ventilation is being shut down, the user is alerted to that by means of a corresponding alarm. The device design ensures that manual ventilation with the built-in breathing bag including gas dosage is also possible in a state of missing electrical energy or shut off.

Event description:
It was reported that automatic ventilation suddenly failed during use of the device. It was mentioned that this did not result in any consequences for the patient.